Event description:
A ventilator was returned to the manufacturer for service for a "ventilator service required" error message. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the factory authorized service center, the complaint was confirmed. The device's detachable battery, system board, and power supply were replaced to address the issue. Additionally, the detachable battery harness was replaced.

Manufacturer narrative:
The manufacturer previously reported of a ventilator that was returned to the manufacturer for service for a "ventilator service required" error message. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the factory authorized service center, the complaint was confirmed. The device's detachable battery, system board, and power supply were replaced to address the issue. Additionally, the detachable battery harness was replaced. The device's power supply and detachable battery board were returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil installed the power supply onto the pil trilogy evo test bed (stb) and noted that the ac power indicator led was illuminated immediately when ac power was applied. The pil then started therapy with a test lung and ran therapy for approximately 1 hour. The power supply operated without issue. The reported error (e-59) did not recur. The pil concluded that the power supply operates as designed. The pil installed the detachable battery pca onto the pil trilogy evo test bed (stb) and started therapy with a test lung. The stb's detachable battery was discharged to approximately 77% capacity prior to installing the detachable battery board. The detachable battery was then charged to 100% without issue. The reported error (e-59) did not recur. Pil concluded that the detachable battery board operates as designed.